Event description:
On (B)(6) 2012, the lay user/patient contacted alleging that her onetouch ping meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on the afternoon of (B)(6) 2012 she tested her blood glucose with the subject meter and obtained a message of "high." Per the owner's booklet, the meter displays this message when it detects a blood glucose greater than 600 mg/dl. The patient did not feel her blood glucose was that high so she retested with the subject meter and then obtained a reading of 119 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient contacted animas a few hours after obtaining the erratic blood glucose results. During the follow-up call, the patient informed the mss that on the afternoon of (B)(6) 2012, while waiting for her lunch she developed symptoms of shaky, sweaty and felt disoriented. The patient stated she associated the symptoms with a low blood glucose and ate some glucose wafers and drank juice. The patient stated she eventually began to feel better. Prior to the onset of symptoms, the patient claimed she had tested approximately 20 minutes prior. The patient did not recall the reading obtained at that time. She stated that she took a correction bolus for her meal and soon after is when she felt symptomatic. The patient did not recall if the bolus she took also included a correction for an elevated bg. However, the patient informed the mss that she felt the onset of the low symptoms may have been due to taking more insulin than she really needed. The patient denied having made any changes to her diet, activity level prior to the onset of symptoms. At the time of troubleshooting, the customer care advocate noted that a control solution test performed on the subject meter fell within the specified control range. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.